Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on his right side on or about march 19, 2009. On or about (B)(6) 2010 and continuing thereafter, patient experienced grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion, bilateral pain, crepitation, and instability. Patient had right asr hip explanted on (B)(6), 2011. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates the taper was intact with a mild amount of corrosion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of corrosion, or any similar in nature, against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Although root cause cannot be determined, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.